Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00702 was sent in error. The complaint should have been against the reagent (448749). This product is exempt, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system there was misidentification of acinetobacter baumannii / calcoaceticus and acinetobacter baumannii as other germs such as burkolderia, klebsiella ozaenae / oxytoca, escherichia coli, vibrio and even kluyvera. The following information was provided by the initial reporter, translated from portuguese to english: some identifications of the acinetobacter baumannii / calcoaceticus and acinetobacter baumannii complex are being released by the equipment as other germs such as: burkolderia, klebsiella ozaenae / oxytoca, escherichia coli, vibrio and even kluyvera. On amikacin, it was enough to adjust the cutoff point of the resistance that was 32 and the isolate was interpreted correctly. Cut-off point for amikacin is being released as an intermediary, both for enterobacterials and for acinetobacter baumannii / calcoaceticus complex. According to brcast it is only sensitive or resistant.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿ m50 automated microbiology system there was misidentification of acinetobacter baumannii / calcoaceticus and acinetobacter baumannii as other germs such as burkolderia, klebsiella ozaenae / oxytoca, escherichia coli, vibrio and even kluyvera. The following information was provided by the initial reporter, translated from (B)(6) to english: some identifications of the acinetobacter baumannii / calcoaceticus and acinetobacter baumannii complex are being released by the equipment as other germs such as: burkolderia, klebsiella ozaenae / oxytoca, escherichia coli, vibrio and even kluyvera. On amikacin, it was enough to adjust the cutoff point of the resistance that was 32 and the isolate was interpreted correctly. Cut-off point for amikacin is being released as an intermediary, both for enterobacterales and for acinetobacter baumannii / calcoaceticus complex. According to brcast it is only sensitive or resistant.